Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Evaluation revealed evidence of corrosion on the audio bolus button. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the display was dim and discolored. The keypad was intact; no peeling was observed. The button symbols were observed to be worn but were readable, which has no effect on insulin delivery function. Unrelated to the display issue, the audio bolus button was found to be missing. Evaluation revealed that there was evidence of corrosion on the bolus button. The pump failed a leak test due to the damaged bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).